Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction to implants, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5089542) that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision procedure with a mentor smooth round high profile 420cc saline breast prosthesis (left device) and a mentor smooth round high profile 380cc saline breast prosthesis (right device) suffered several unexplained systemic symptoms, including depression, anxiety, panic attacks, fibromyalgia, cystitis, inflammation of kidneys, blood in urine, vertigo, sibo, irritable bowel syndrome, brain fog, joint and muscle pain, shortness of breath, ringing in ears, sharp stomach pains, pain in anus, diarrhea, constipation migraines, food intolerances, inflammation, heart palpitations, swelling of hands and feet, pain down entire spine and neck that made it hard to hold up head and hard to sleep, teeth pain, pain during urination, low vitamin d, fatigue, sores in mouth and tongue, lack of appetite, tingling in hands and feet, clouds in peripheral vision, painful menstruation, scalp pain, laryngitis with phlegm, and right breast capsular contracture (baker grade ii). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. The patient reported that her symptoms improved post-explantation. This medwatch report is for the patient¿s right breast prosthesis.